Manufacturer narrative:
(B)(4).

Event description:
Hamilton medical ag received the following event description: the report from hospital say: on may 15, 2026, during the machine therapy process, the expiratory valve malfunctioned and triggered an alarm. - no health consequences or impact - no intervention necessary.